Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle and cartridge change were performed resolving the issue. Additionally, it was reported that intermittent cartridge alarms (alarm 30) occurred during the load sequence. Customer reverted to an alternate pump for insulin therapy. The customer's blood glucose was between 175-190 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm was verified. The alleged cartridge fill resistance issue was unable to be verified.